Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated the architect i2000sr external waste jug overflowed onto the laboratory floor. Smoke was observed from the voltage adapter box which was located on the floor and came in contact with the liquid waste. No injury or exposure was reported.

Manufacturer narrative:
The product evaluation determined the liquid waste contacted the power cord adapter causing the part to short. The field service engineer (fse) replaced the abbottlink firewall connected to architect isr50474 to restore abbottlink communication. The i2000sr analyzer was not affected by either the shorted firewall power cord adapter or the liquid waste overflow. A review of the analyzer service history for the analyzer did not identify issues that may have contributed to the current complaint. There have been no subsequent reports of smoking or damage to the dell sonicwall soho firewall since the part was replaced. Labeling was reviewed and found to be adequate. The complaint trending report review determined that there was no adverse trend for the complaint issue for the product. Use error contributed to the shorting/smoking of the firewall power adapter as liquid waste overflowed onto the part that was located on the floor near the liquid waste container. No product deficiency was identified.